Event description:
Complainant alleged that the clinicians were performeing a pre-procedure device checkout, but the display would not illuminate on power-up. The clinicians then obtained another device for the procedure. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.